Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine generator change, the physician reported a failed defibrillation threshold (dft) test on this cardiac resynchronization therapy defibrillator (crt-d) device. It was noted that at initial induction automatic gain control (agc) was at 0.6mv and there was undersensing. The patient required external shock to rescue. The device programming was optimized and procedure was completed successfully. No additional adverse patient effects were reported. This crt-d remains in service.